Event description:
I noticed black residue in my hose and I cleaned it out, but later found out the machine has been recalled because of the black stuff. I started using an old machine until mine gets replaced. Which I hope is soon because I don't know how long my old machine will last. FDA safety report ID # (B)(4).